Manufacturer narrative:
Upon disassembly for visual and electrical inspection damage to the main chassis and the power entry module was found.

Event description:
It was reported that during a procedure the the core console with integral irrigation pump caused the handpiece to turn on and off on it's own. There was no patient or user injury reported and no adverse consequences alleged with this event.